Manufacturer narrative:
Per the dexcom user guide: don't wear your cgm (sensor, transmitter, receiver, or smart device) for magnetic resonance imaging (MRI), computed tomography (CT) scan, or high-frequency electrical heat (diathermy) treatment. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer wore the transmitter into a magnetic resonance imaging (MRI) test. A replacement transmitter was sent to the customer. No additional patient or event information was available.